Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and pelvic pain ("pain") in a 30-year-old female patient who had essure (batch no. 624473) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back injury, broken foot, migraine, ovarian cyst (acute), endometriosis (stage 1), paratubal cyst (simple) and cervicitis (chronic). Concomitant products included vicodin and vicodin (norco). In 2007, the patient experienced weight increased ("weight gain"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced mood altered ("moody") and abdominal pain ("pain: abdominal/both sides of abdomen"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), abdominal pain lower ("pain: cramping") and fatigue ("fatigue"). The patient was treated with surgery (she underwent hysterectomy and laproscopy with right salpingo-oophorectomy to remove the essure) and surgery (she underwent hysterectomy and laproscopy with right salpingo-oophorectomy to remove the essure). Essure was removed in (B)(6) 2010. At the time of the report, the uterine perforation, pelvic pain, dyspareunia and weight increased outcome was unknown and the vaginal haemorrhage, menorrhagia, headache, mood altered, abdominal pain lower, abdominal pain and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, headache, menorrhagia, mood altered, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Per pfs: current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Human chorionic gonadotropin - on (B)(6) 2007: negative; on (B)(6) 2010: negative intensity of abdominal pain: 10/10. Headache is 8/10 in severity. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: headaches, abdominal pain, pelvic pain, vaginal bleeding." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and pelvic pain ("pain") in a 30-year-old female patient who had essure (batch no. 624473) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back injury, broken foot, migraine, ovarian cyst (acute), endometriosis (stage 1), paratubal cyst (simple) and cervicitis (chronic). Concomitant products included vicodin and vicodin (norco). In 2007, the patient experienced weight increased ("weight gain"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced mood altered ("moody") and abdominal pain ("pain: abdominal/both sides of abdomen"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), abdominal pain lower ("pain: cramping") and fatigue ("fatigue"). The patient was treated with surgery (she underwent hysterectomy and laproscopy with right salpingo-oophorectomy to remove the essure) and surgery (she underwent hysterectomy and laproscopy with right salpingo-oophorectomy to remove the essure). Essure was removed in (B)(6) 2010. At the time of the report, the uterine perforation, pelvic pain, dyspareunia and weight increased outcome was unknown and the vaginal haemorrhage, menorrhagia, headache, mood altered, abdominal pain lower, abdominal pain and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, headache, menorrhagia, mood altered, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Per pfs: current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Human chorionic gonadotropin - on (B)(6) 2007: negative; on (B)(6) 2010: negative . Intensity of abdominal pain: 10/10. Headache is 8/10 in severity. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: headaches, abdominal pain, pelvic pain, vaginal bleeding." Most recent follow-up information incorporated above includes: on 20-jun-2018: reporter information was added. This case concerns 30 year old patient. Her concurrent conditions were added. Lab data was added. Essure indication was added. Essure lot number was added. Essure insertion and removal date was added. Her concomitant medications were added. Per pfs following events: (perforation) uterine perforation, abnormal bleeding (vaginal, menorrhagia), painful sexual intercourse, headaches, weight gain, moody, pain: cramping, pain: abdominal/both sides of abdomen and fatigue were added. She had recovered from following events: abdominal pain (pain), abnormal bleeding (vaginal/menorrhagia) (bleeding), lower abdominal pain (cramping), fatigue, headaches and moody (hormonal changes). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.